Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. A calibration was performed and the issue was resolved. The system passed a system checkout and was noted to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the user was seeing artifacts on the imaging system.